Manufacturer narrative:
Corrected. The sensor pcba was returned to failure investigator (fi) lab for evaluation. Visual inspection of the sensor pcba revealed no signs of damage or contamination. An operational test was performed and the ventilator boot into normal mode; the unit delivered breaths. The ventilator power on and off without producing any errors. An extended self-test (est) was also performed and passed. No errors were generated during two est cycles. An air flow accuracy test was performed and passed. Fi technician run the sensor pcba for an extended period of two hours; the unit operates with no errors. The root cause for the reported issue could not be determined due to no failures were identified.

Event description:
The customer reported that the unit went ventilator inoperative with error code message of air valve stuck closed. There was no patient involvement.

Event description:
The customer reported that the unit went ventilator inoperative with error code message of air valve stuck closed. The customer reported that the device was in clinical use at the time the reported issue was discovered; but there was not harm to the patient or user.